Manufacturer narrative:
Additional FDA product codes include: dqk- computer, diagnostic, programmable. Qaq- adjunctive predictive cardiovascular indicator. Mud- oximeter, tissue saturation. Dxn- system, measurement, blood-pressure, non-invasive. Dsb- plethysmograph, impedance. Qms- adjunctive open loop fluid therapy recommender. Fll- thermometer, electronic, clinical. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the hemosphere monitor, an svo2 error message appeared and it would not give correct co numbers. The user tried to change the cables to resolve the issue but it did not work. A new monitor worked as expected. There was no patient injury.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was performed and no manufacturing non conformances were identified associated to the reported malfunction. The instructions for use contains the following precautions: inaccurate cardiac output measurements may be caused by: incorrect placement or position of the catheter, excessive variations in pulmonary artery blood temperature, anatomical abnormalities, excessive patient movement, electrocautery or electrosurgical unit interference, or rapid changes in cardiac output.